Manufacturer narrative:
Device evaluated by MFR.: synergy xd mr us 5.00 x 32mm stent delivery system catheter was returned for analysis. The device was returned without the stent. A review of the manufacturing stent profile data was performed and the stent outer diameter at the time of manufacture. This is within max crimped stent profile measurement. The balloon cones were reviewed, and positive pressure were noted as its folds were opened with crimp markings visible on the exposed balloon profile. A visual and microscopic examination of the bumper tip showed no signs of tip damage. A visual and tactile examination of the hypotube identified a break at the site of the guidewire port. The shaft polymer extrusion including the distal and mid-shaft sections were examined via scope and tactile examination. No issues were noted. No other issues were identified during the product analysis.

Event description:
It was reported that shaft break occurred. The patient presented for percutaneous coronary intervention. A 5.00 x 32mm synergy xd drug-eluting stent was advanced for treatment. However, during the procedure, the device failed to cross the lesion and the shaft broke inside the patient. No patient complications were reported.

Event description:
It was reported that shaft break occurred. The patient presented for percutaneous coronary intervention. A 5.00 x 32mm synergy xd drug-eluting stent was advanced for treatment. However, during the procedure, the device failed to cross the lesion and the shaft broke inside the patient. No patient complications were reported.